Event description:
It was reported that the patient had been having blackouts. This was discovered during a 24-hour electrocardiography test. The healthcare provider asked the manufacturer representative about brady arrhythmias and heart blocks in patients with the same therapy; however it was unclear if this was related to the event. No harm, injury, or death was reported. Intervention information and the patient outcome were not provided. Additional information was requested, but was not available as of the date of this request. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).